Manufacturer narrative:
Another sample was drawn in 2008 and tested with vs221. Customer observed a 1+ reaction with cell I. Additional testing performed by customer producted variable results. Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the c antigen. Results were satisfactory.